Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the exact cause of the patient¿s postoperative bleed cannot be confirmed. Review of the tavr operative report indicates the tavr procedure was uneventful and the patient was transferred to surgical ICU in stable condition. It is possible resuscitation maneuvers during cardiac arrest may have contributed to the bleeding. In addition, the patient¿s advanced age ((B)(6)) may have been a contributing factor. The cause of the cardiac arrest is unknown. It was reported that postoperatively, the patient failed to make any significant recovery, requiring significant inotropes and was made comfort care. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Approximately two weeks post transapical tavr the patient sustained cardiac arrest which prompted readmission to the intensive care unit and intubation. The patient was noted to have a large left pleural effusion and was taken to the operating room. Sternotomy was done and there was some bleeding from the apical cannulation site, which was repaired on cardiopulmonary bypass.